Event description:
Kangaroo ng feeding tube placed. Confirming chest xray indicated ng tube extended into right lung and coiled in the right thorax. On (B)(6) chest xray done after malpositioned ng tube removed. Small peripheral pneumothorax seen. Subsequent xray indicated much increased pneumothorax. Chest tube placed. Xray (B)(6) indicated pneumothorax resolved.